Manufacturer narrative:
Upon investigation of the actual device used in this incident, the reported malfunction could not be reproduced. A technical support specialist confirmed with the customer that the issue has been resolved. The serial number, UDI and manufactures details kept blank since the given asset information found to be es vm large server w/sql. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported when using the pyxis medstation es system had no load, vend, or return messages received at the interface. The customer indicated that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.